Manufacturer narrative:
The unit was rebooted by the user which resolve the issue. There was no repair. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in unit shutdown during a case. The unit was turned off and back on and case was completed. There was no patient injury.